Event description:
Reporter indicated that vns pt had passed away due to prolonged hypoxic event (sudep - sudden unexplained death in epilepsy). No autopsy was performed. The pt experienced a >25% reduction in seizures with the vns therapy and was receiving therapy at the time of death. Treating neurologist indicated that the cause of death was not related to the ncp system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.